Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between the (B)(6) 2019 and (B)(6) 2020 recorded the initially stable pacing impedance around 500 ohms with a subsequent gradual increase since (B)(6) 2020 up to 1750 ohms. In the same time frame the pacing threshold gradually increased from 0.5 v to 2.5 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that an increasing pacing impedance was observed approx. 30 months after implantation (via homemonitoring). No adverse patient side effects have been reported.